Manufacturer narrative:
No devices were returned for examination. Photography and x-rays were reviewed. The x-rays are undated, however, the acetabular construct appears to have migrated and became malpositioned causing the femoral head dislocation. A search of the complaints databases identified other reports against the femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the remaining product and lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address the loosening of acetabular cup, and the gait disturbance resulting from the breakage of the screw.